Event description:
It was reported that the patient received inappropriate high voltage therapy for atrial fibrillation. The device was reprogrammed and remains implanted. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.